Event description:
Additional information was received indicating loss of capture was observed. The impedance measurements remain greater than 2,000 ohms. The lead continues to sense appropriately. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead is exhibiting pacing impedance measurements greater than 2000 ohms. Additionally threshold measurements were reported to have increased. Sensing measurements were within the normal range and no noise was present. No surgical intervention has been performed and the physician has elected to continue monitoring the lead.

Manufacturer narrative:
Records indicate this lead remains in service and continues to be monitored. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead has been exhibiting a gradual rise in pacing impedance measurements and ended with a measurement greater than 2000 ohms. Additionally threshold measurements were reported to have increased. Sensing measurements were within the normal range and no noise was present. No surgical intervention has been performed and the physician has elected to continue monitoring the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.